Event description:
The dental implant fx5008swc was removed on (B)(6) 2017 due to failure to osseointegrate 1 month and 3 weeks after implantation. The doctor indicated that bone resorption caused the implant removal. The patient has a history of hypertension and diabetes. The patient has been recovered without complications.